Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer in the united states notified biomerieux of a (B)(6) result associated with chromid mrsa s. Aureus agar involving a cap specimen ((B)(6)). The customer reported qc of the plates was ok. The samples were setup according to cap guidelines. Swabs were received and put in diluent then used to directly inoculate chromid mrsa plates. The plates were incubated for 24 hours at 35 degrees celsius in non-co2 environment. The customer did not perform subculture before inoculating the plates and did not keep the strains. The customer reported no growth for both specimens. An internal biomerieux investigation was performed. Results are as follows: the batch is expired since 30jun2016. In addition, the strains involved in the complaint are not available; therefore, the investigation only can be done taking in consideration batch record and complaints trending review. There are no non-conformities linked with manufacturing and/or any type of observation that could explain the issue. Data from batch record conformed to specifications. This is the only complaint recorded for this batch from the total 130 kits released on 22apr2016. Conclusion: -based on investigation results, biomerieux did not find any issue on this particular batch and neither any systemic issue for the reference concerned. -annual stability data (last one from current year 2016) supports the good media performance at the shelf life -the product insert states the following: a negative result does not preclude (B)(6). Chromid mrsa is not intended to monitor treatment for (B)(6), or provide results of susceptibility to (B)(6). Chromid mrsa is indicated for use in conjunction with other laboratory tests and clinical data available to aid in the identification and diagnosis of (B)(6). Certain strains of s. Aureus, which have the meca gene but a low cefoxitin mic ([?] 4 [?]g/ml), may not develop on this type of medium. Analytical studies demonstrated that the recovery of (B)(6) is dependent on incubation time and organism load. The growth requirements of certain (B)(6) can lead to their partial or complete inhibition in culture. (B)(6) may demonstrate variable results on this media. Medium sensitivity is not fixed on 100% no further action deemed necessary.